Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements due to lead dislodgement. The physician then opted to implant a new system on the left side. This lv lead was surgically abandoned. No additional adverse patient effects were reported.